Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4).the dentist reported that 15 days after dental implant was installed in intraoral region 31#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved and the patient presented bone type iii.